Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 85% to 20% after being connected to a power source. In addition, the pump was unable to be charged properly. Customer reported blood glucose level was 145 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.